Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a valid low insulin alert. The customer manually turned the pump off due to not having time to perform a cartridge change at the moment. The customer's blood glucose (bg) level was 300mg/dl. The customer was to perform a cartridge change and deliver a correction bolus via the pump to address the bg level.